Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic broken. Dimensional and functional inspection were unable to be performed due to significant lens damage. Claim #(B)(4).

Manufacturer narrative:
Additional information: h10: it was later clarified that this claim was reported in error with incorrect information and see MFR#: 2023826-2021-04168 which has the correct details (claim#: (B)(4). Disregard initial MDR submission. Claim#: (B)(4).

Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.0/2.0/100, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different diopter lens due to refractive surprise. This exchange resolved the problem.